Manufacturer narrative:
Per the user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 223 mg/dl. Correction bolus and insulin injections were used to address bg. Cause of event was not known. Pump system check was performed with tandem technical support (cts) and air bubbles were observed in the tubing. Cts had customer prime the air out. Reportedly, the customer was not removing air from the cartridge during the filling process. Cts educated the customer on the air removal process.